Event description:
The customer reported to olympus that during preparation for use for an unspecified procedure found the colonovideoscope had poor air supply. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation, following reportable malfunctions were found: the foreign object came out of the nozzle, foreign object at the tip of the lighting (light guide) lens and at the tip of the plastic distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed. The evaluation found that due to clogging of nozzle, air supply volume did not meet the standard value. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the control section had foreign objects; the connecting tube had coating peeling; there was a dent on the plastic distal end cover; adhesives around light guide lens and adhesive on bending section cover had white-clouded area and adhesive around objective lens was peeled; the adhesive on the bending section cover had a crack and a chip; forceps elevator was deformed; there was a cut on switch 1; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to damage on coil wire, flexibility adjustment function did not work; due to clogging of nozzle, water removal ability and water supply volume did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value and the suction connector had discoloration. Scratches were found on the objective lens, the connecting tube, the suction connector, the universal cord and the protector of universal cord on control section side. Also due to a scratch on objective lens, flare occurred. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. There were no abnormalities in the accessories used for reprocessing. According to the customer, the following details regarding the cds process were unknown: when the foreign material adhered to the nozzle, whether the endoscope was immersed in the detergent solution; whether the nozzle was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-290 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.